Event description:
It was reported to boston scientific (bsc) on 10/24/2006 that a customer had problems during use of a detachable coil. According to the customer: "they tried to deploy coil, it did not fit. They removed it from the patient, re-sheath it. The polymer on a coil appeared to be peeling from the coil after re-sheathing." No patient complications were reported.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it was disposed by the user facility. An investigation on the lot history review of the device in question is currently in progress. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available, a supplemental report will follow.